Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: ascent clsd box ps fmrl; p/n: 178044, l/n: 909580; porous finn stem; p/n: cp111992, l/n: 821130. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04744 - 1. Product location is unknown.

Event description:
It was reported the patient had a revision procedure 15 years post implantation due to femoral disassociation for stem junction failure. Attempts to obtain additional information have been made; however, no more is available.